Event description:
Procedure performed in another country. During deployment of the stent in the right sfa and after deployment of about 1 cm of stent, the release sleeve became stuck. During forceful attempts of releasing the remaining contrained stent, the release sleeve broke. The stent and delivery system were successfully retrieved.